Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), product type: lead. Product ID: 3777-60, serial# (B)(4), product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that during surgery high impedances of greater than 10000 on all eight electrodes were reported on both leads. The multi-lead trialing cable was being used when the first impedance issue came up so the lead was hooked to the battery and impedances were still greater than 10000 even after they tried three times the leads were both out of range. As a result the leads were not implanted and different leads were used. Once different leads were used all impedances were normal and everything was fine. The cause of the issue was not determined and was not resolved. There were no patient symptoms or complications associated with this event and nothing happened to the patient. At the time of the report the patient was alive with no injury.